Event description:
It was reported the pt was implanted with a bioarc sling system on (B)(6) 2008, to treat her stress urinary incontinence. The pt experienced thinning of the vaginal mucosa, dyspareunia, urinary issues, chronic interstitial cystitis, mental and physical pain and suffering, mental anguish, disability and permanent injury.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.